Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer allowed the pump battery to completely deplete resulting in the pump shutting off. Tandem technical support educated the customer on best battery practices. Customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg.